Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that they got bubbles in the reservoir when got off the plane. The customer declined troubleshoot. The customer was advised if there is any new info to report we will let our customers know. The reservoir will not be returned for analysis.